Event description:
It was reported that prior to an unknown procedure at the set up, hand switch did not activate at all. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.